Event description:
A malfunction was reported by the customer regarding the insulin pump. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction code persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.